Manufacturer narrative:
A2 age at time of event: "8 decades". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The patient was hospitalized and treated with cefazolin +ceftazidime injection (intraperitoneal) and still ongoing for recurrent peritonitis. At the time of this report, the patient did not recover from the peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5 and d10. B5: upon follow up it was reported that antibiotic treatment was discontinued and the patient was discharged from the hospital. Twenty-seven days after event onset, the patient was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted¿ for follow ups.